Event description:
An external fixation system was applied to perform a tibial lengthening (date of surgery not available). Three months into treatment a bone screw broke. No add'l info is available.

Manufacturer narrative:
The returned screw was examined by an outside laboratory. No microstructural anomalies were identified in the material composing the examined screw. The laboratory's conclusion is that the bone screw broke due to fatigue bending. During a meeting held between orthofix design dept, the product line specialist and the surgeon, the assessment of the x-ray images evidenced that only one bone screw had been inserted in the medial side, while on the other planes wires had been inserted. That caused the unique bone screw to bear a significant load and finally to break, being the bone screw less flexible than the wires. On the basis of the above analysis, the event that occurred is attributable to an incorrect construction of the system, which was not correctly balanced and caused the screw to break under an excessive load.